Event description:
It was reported that the needle seemed soft and bent at the side slightly. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Sixty-two (62) samples were received for evaluation. No bent needles were detected on any of the inspected samples, but some damages were detected on the packaging (lid) caused by the pressure. The reported issue could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).